Manufacturer narrative:
(B)(4). It was reported that the patient was allergic to nickel, cobalt, and gold. The device was not returned for evaluation; no device analysis can be performed. The device history record was reviewed. No relevant non-conformances were found.

Event description:
It was reported that the patient got hives after using the reactiv8 system. There was no report of patient harm or injury. The device was explanted without complications.

Event description:
It was reported that the patient got hives after using the reactiv8 system. There was no report of patient harm or injury. The device was explanted without complications.

Manufacturer narrative:
(B)(4).